Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed high pacing impedance measurements of around 1,500 ohms on the right atrial (ra) lead. In addition, there was loss of capture (loc) at maximum outputs noted. There were no reports of asystole. A lead revision was performed and this ra lead was capped and surgically abandoned. Several years later, another revision was performed to replace the left ventricular (lv) lead that was now exhibiting pacing impedance measurements above 2,000 ohms. Testing was performed on this ra lead and above 2,000 ohms measurements were noted. The crt-d and both the lv and ra leads were explanted and replaced. No additional adverse patient effects were reported. The device and leads are not expected to be returned.